Manufacturer narrative:
The customer's report of a communication error/channel disconnect while infusing was confirmed via log analysis, but was not replicated during functional testing. The pcu event log showed that on (B)(6) 2016 at 11:48am the pump module was performing a basic infusion at 100ml/hr. The power to the pump module was interrupted and a channel disconnected error was generated. The channel disconnected error produced a visual and audio alarm at the time of the incident. The pump module power was re-established and produced a communication error. The user acknowledged the error events by pressing the confirm key on the pcu. Functional testing did not replicate a channel disconnect or communication error. The returned infusion system exhibited continuity related problems when the pump module was attached at the left side of the pcu. When it was powered on the pump module did not receive a unit ID indicating a communication related failure at pin 5 on the iui connector. Pin 5 on the pcu's left iui connector had contamination/corrosion present within the contact area. All the pins on the left iui connector were observed to have contamination/corrosion. The root cause of the communication error/channel disconnect is contamination/corrosion within the contact area of the pcu's left iui connector pins.

Event description:
The customer reported that the device was sent to the biomed department with a note attached with a clinical user complaint of "communication error channel became disconnected while running- re-attached channel but it continues to say communication error but no error code appeared". Biomed states that during her testing she was able to reproduce a communication error multiple times with the pump on the left hand side of the pcu; further she said that "both iui connectors were inspected and found to be ok" and states "during communication error no audible tone is present, only red visual alarm on top of pump...was able to get the pump running at 100 ml/hr @ 200 ml vtbi with over 50 ml infused with no alarms until infusion was paused and door opened to remove line and stop infusion. Communication error reoccurred." She says that the latch looked like it was not aligned properly so she changed the latch assembly and there were no further communication errors. There is no further information about the patient event; there is no report of any patient harm or medical intervention.